Event description:
The dentist reported that the implant placed in tooth site #11 did not integrate when the patient presented with infection and severe bone loss.

Manufacturer narrative:
The complaint investigator's investigation found white residue on the external surface of the implant. No anomalies or defects were observed on the returned product. The device history record from this lot has been reviewed and no non-conformity related to this issue was found. The irradiation certificate has been reviewed and no non-conformities were found. Irradiation was performed inside specification parameters. No deviations were identified through the investigation performed that may have contributed to this event. No definitive cause for this event has been determined. (B)(4).